Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noisy signals. Additionally, the lead exhibited high out of range pacing impedance and high capture thresholds. During the changeout of the lead, the physician found there was a suture tied directly to the lead body distal from the suture sleeve. It was also noted that a lead fracture was apparent. The lead was successfully explanted and replaced. No additional adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
The returned lead was analyzed. Visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle/first-rib region.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noisy signals. Additionally, the lead exhibited high out of range pacing impedance and high capture thresholds. During the changeout of the lead, the physician found there was a suture tied directly to the lead body distal from the suture sleeve. It was also noted that a lead fracture was apparent. The lead was successfully explanted and replaced. No additional adverse patient effects were reported. The lead was returned for analysis.